Manufacturer narrative:
A ge healthcare service representative replaced the flow sensors and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.